Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined by the implant center that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done on 01/13/1999. The health care professional has been informed that the explanted device shoud be returned to cochlear corporation.